Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient's receiver did not produce audio output on (B)(6) 2016. It was further reported that medical intervention was required but no details were provided. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)